Manufacturer narrative:
Correction added to a2: the correct age of the patient was 67 years. Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that treatment with dianeal 1.5% pd2 was discontinued and treatment with dianeal 2.5% pd2 was dose increased. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as peritonitis diagnosis, the patient was hospitalized and treated with ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) and cefazolin injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. Pd therapy was ongoing. On an unknown date, the patient recovered from peritonitis event and was discharged from the hospital the patient and caregiver were retrained on proper aseptic techniques. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.